Manufacturer narrative:
Alleged failure: failed insulation. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.